Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the device noted that sensing was down and the threshold was high. A chest x-ray was performed and no abnormalities were found. When the patient reported to clinic another day, the sensing and threshold were a little worse. The lead was noted to be in perfect positioning but the patient had developed exit block. The physician attempted to reposition the lead, but the helix would not retract so the lead was explanted and replaced. The physician believed the problem was more patient related and that the lead had not malfunctioned. The patient was in stable condition before and after the procedure. No symptoms were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.